Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze and double vision are listed in the device labeling as known potential risks. Complaint reference number: (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. Six months postoperatively, the patient presented with 1-2+ corneal haze in the operative eye and the patient complained of diplopia. The patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/40 at onset, improving to 20/30 immediately prior to explant of the inlay on (B)(6) 2017. At last examination on (B)(6) 2017, the patient was doing well, bcdva improved to 20/20 and the corneal haze resolved.